Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin syringe. The customer reports that the needle broke off into the end user's skin. The needle was not successfully removed from the skin. The end user went to a medical care facility and was informed that the needle would either have to be worked out on its own, or he would need surgery to remove it. Add'l info received on 02/24/2010: end user confirmed he will require surgery to remove the needle from his skin.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.